Event description:
During testing, the ventilator failed fio2 ambient test. After the oxygen sensor was replaced with a new one, the unit passed calibration. There was no patient involvement in this case.